Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on rows 4-9 from the proximal end of stent were deformed, with stent struts 8 and 9 pulled, lifted and twisted in a proximal direction. The distal edge of the bumper tip of the device was damaged. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 28-dec-2016. A complaint for a 3.50 x 20 synergy drug-eluting stent with no reported issues. However, returned device analysis revealed stent damage.